Event description:
It was reported that the patient's lead was extruding through the skin, the neurologist attributes this to patient influence, as the patient is noted to pick at the generator site. No infection has been seen yet. The neuro does not believe that the vns is suitable for this particular patient. The patient had both their lead and generator explanted as a result. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure generator was reviewed for sterilization per the DHR and confirmed it was hp sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR: code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the explanted device is not available for return and therefore product information was unable to be obtained, no other relevant information has been received to date.